Event description:
In situ testing showed affected channels. The user's parents reported a decline in hearing performance with the device. Reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, a complete insertion was not achieved at implantation surgery. Reportedly two channels were left extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's parents reported a decline in hearing performance with the device and in situ testing revealed affected channels. The user had good hearing performance with the device before. Reimplantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition two channels were left extra-cochlear during implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's parents reported a decline in hearing performance with the device and in situ testing revealed affected channels. The user had good hearing performance with the device before. The user has been reimplanted.